Event description:
The customer reported the sys failed to produce fluoroscopy xray. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. No conclusion can be drawn, as repair info is unavailable. However, no reports of pt or staff injury were reported.